Manufacturer narrative:
(B)(4). The custiomer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 01-feb-2022, a device history record(DHR) review for model ec-3890li, serial number (B)(4)was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 01-apr-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 01-apr-2017. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the (B)(6). The customer reported no water flow involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the control body. In addition, we confirmed that the remote control buttons leaky, the lg cable connector fluid damage, the suction channel resistance, the remote control buttons perforated, the root brace rubber cut, the serial number plate scratched, the bending rubber cracked, and the bending rubber cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.